Event description:
The customer was hospitalized for high blood glucose. It was reported that the customer had gastroparesis problems. Troubleshoting was performed. The programming, insulin concentraion and blous history were correct. In addition, a fixed prime test was completed and the insulin exited. Customer stated that she believes that the pump is operating as designed and the causes of her high glucose could not be determined.